Event description:
The customer reported via phone call that the insulin pump was not recognizing battery changes. Sometimes the insulin pump had a blank screen or the insulin pump alarmed failed battery test after the battery was changed. He went through six batteries the night before. Customer's blood glucose level was 122 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.